Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a cassette attachment error. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D9: date returned to mfg.: 7/18/2025. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump had cassette attachment error" was confirmed. The probable cause was fluid ingression. Fluid ingression was found inside the battery compartment. Device not turning on with fully charged battery power. Replaced main board, battery compartment, downstream occlusion (dso) sensor. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.